Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of an amia automated pd cycler set was missing; further described as entirely missing from the packaging. This was noticed prior to use for peritoneal dialysis therapy and as a result, the set was not used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.